Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash on the front of his body under the lifevest. The patient's dermatologist prescribed the patient a cream, but the patient reported that after using the cream the rash worsened. The patient then started applying powder to the rash. The patient reported that after using the powder, the rash improved.